Event description:
The dealer initially reports that the instruments have cracks on them. On (B)(6) 2010, dealer reports cracks are all over the instruments and no pieces of instrument were missing. On (B)(6) 2010, dealer reports the cracks were noticed after second sterilization. There had been pt contact but no injury.

Manufacturer narrative:
MDR is late because the paperwork was received from the dealer in late may and answers questions received in late may and early june. This MDR would not have been filed except for one complaint found for this instrument on two year look back, for a different issue. To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.